Event description:
It was reported to medtronic neurosurgery that the physician was allegedly experiencing higher than average infection rates, and he believed that it may be related to medtronic snap assembles and catheters. No specific infection cases were reported to medtronic neurosurgery.

Manufacturer narrative:
The product was not returned to the MFR. Therefore, an eval of the device was not possible. A review of the mfg records was not possible as no lot number was provided. The user facility did not provide specific info regarding cases of shunt infections. The instructions for use that accompany the device state that local and systemic infections are not uncommon with shunting procedures.